Event description:
On may 11, during a medical examination, redness was observed by the physician extending from the patient's left armpit to the upper arm. Based on the clinical findings, the condition was assessed as an inflammatory-stage infection, and the patient was prescribed cefaclor capsules for 7 days. On may 13, the physician performed an incision and drainage procedure on the patient¿s left armpit. The specific medications used during the procedure are unknown.

Manufacturer narrative:
Review of the device did not identify any malfunctions that caused or contributed to this event.